Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that x-ray computed tomography (CT scan) showed the lead perforated through the apex to reach the vicinity of the left ventricular (lv). There was also increased threshold on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.